Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple new cartridges. Additionally, it was reported that multiple cartridges were bent. There was no reported adverse impact to the customer's blood glucose level.